Manufacturer narrative:
Follow-up #1: date of submission: 11/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: a review of the black box showed one loss of prime warning with a low non zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and the loss of prime alarm was not duplicated. Force calibration testing was performed and passed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.